Manufacturer narrative:
Corrected data: b5- the reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The patient experienced an excessive vault and refractive surprise (residual astigmatism). Reportedly "she has a very high vault and high remaining residual astigmatism". The lens remains implanted. The serial number was not provided. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's eye. The surgeon reports there is excessive vaulting and high remaining residual astigmatism with mention of possible of rotating the lens or exchanging the lens to a smaller size to reduce the high vault. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).